Event description:
The battery was sent for evaluation due to smoking at the customer account in a lab. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device was rec'd for evaluation; add'l info will be submitted once the quality investigation is completed.